Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low body surface area and bleeding events following implantation and the patient experienced low flows as a result. The bleeding occurred in general areas of the surgery, there was no specific spot. The bleeding occurred during and post-operation and was expected since the patient had a blood deficiency. The patient was treated with long homeostasis and reverse deficiency of platelets and other blood components. The bleeding resolved the next day. The physician requested to reduce the low flow alarm threshold due to the size of the patient. It was reported through the research article ¿first evidence of a heartmate 3 driveline infection by rhizopus arrhizus: a case report¿ that heartmate 3 (hm3) may be associated with infection and death. This case study evaluated a 66-year-old male. The patient had a history of ischemic cardiomyopathy and had an implanted cardiac defibrillator. The patient had multiple immunosuppressive risk factors including type 2 diabetes, chronic kidney disease, and advanced heart failure. The patient developed uroseptic shock before the hm3 implantation and was thus treated with meropenem for a period of 10 days. After the infection was treated the hm3 left ventricular assist device (lvad) was implanted. Due to intraoperative right ventricular (rv) failure, a rv centrimag was implanted. Antibiotic prophylaxis with daptomycin and ceftazidime-avibactam was then prescribed due for a oxacillinase-48 (oxa-48) bacterial infection. For 2 days after surgery bleeding through chest tubes persisted. 2 additional surgical interventions were required to contain bleeding. Lab tests revealed progressive increase in leukocyte count and c-reactive protein (203.0mg/dl), in addition to elevated procalcitonin levels(1.08ng/dl). To address the infection, anidulafungin, daptomycin and ceftazidime-avibactam were prescribed. 10 days post implant antimicrobial drugs were stopped because of clinical improvement. 23 days after hm3 implantation purulent drainage was observed in sternotomy wound. This was treated with teicoplanin, ceftazidime-avibactam and anidulafungin. Later the same purulent drainage was detected at the hm3 driveline insertion site and a skin ulcer appeared above the driveline pathway. Cultures from these sites identified r arrhizus. This led to anidulafungin to be replaced with intravenous amphotericin b and oral posaconazole. A soft tissue ultrasound showed phlegmonous changes around the driveline without a clear abscess. R arrhizus was not found in blood, urine, or bronchial aspirate cultures. A transesophageal echocardiogram was performed revealing vegetation consistent with implantable cardiac defibrillator-related endocarditis. The patient had worsening respiratory symptoms that made weaning from mechanical ventilation difficult. Patient passed away due to septic shock 33 days after hm3 implantation. The article concluded that early recognition and treatment of fungal infections in lvad patients is essential and prompt investigation of nonspecific symptoms that could point to infection is essential.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and sepsis could not be conclusively determined. A direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation as it was reportedly discarded. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. The IFU lists infection, bleeding, right heart failure, respiratory failure, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events.¿ the IFU also provides the following warnings and cautions: IFU warning #2: back-up components must always be available. IFU warning #7: the blood pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #10: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #12: frequent patient and device monitoring is recommended. Do not leave the device unattended during use. IFU caution #5: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The section titled ¿emergency back-up equipment¿ states that a back-up sterile centrimag blood pump available. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.